Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work when plugged into the camera box. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: intermittent / no video. Minor scratches on the device. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the camera head ac - c-mount device did not work when plugged into the camera box. During in-house engineering evaluation, it was determined that the device had intermittent functionality and sometimes there was no video. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.